Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A delivery wire, main coil and introducer sheath were returned for this complaint. Besides, a rhv was returned. The coil and delivery wire arms were not interlocked, the main coil was outside the introducer sheath. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened; however, blood residues were found inside. The main coil was found kinked and stretched, besides, the fiber bundles had blood residues. The delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing it due to the main coil was stuck; it was necessary to cut the sheath in order to release the main coil. The proximal end of the delivery wire has a smooth surface. The interlocking arm was found kinked. The zap tip has a smooth surface. The main coil was stretched and kinked near the interlocking arm; more stretched sections were observed along the main coil. The interlocking arm of the main coil was detached. The dimensional inspection revealed that the outer diameter (od) of the weld, wire arm, and wire zap tip were within its specification. The coil dimensions that could be measured were inspected for the number of distal fiber bundles, zap tip outer diameter and primary coil outer diameter and were within specification. The number of proximal fiber bundles were not within specification as fiber bundles were missing.

Event description:
Reportable based on device analysis completed on 25sep2019. It was reported that premature detachment occurred. A target lesion was located at internal illiac artery. A 10mm x 40cm interlock-35 coil was selected for use. During the procedure, it was noted that the coil deployed prematurely at the middle of the catheter. The coil was removed together with the catheter as one unit. However, it was further reported that the interlocking arm was confirmed to be intact on the coil upon removal from the patient. The detachment occurred outside the body. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed that interlocking arm was detached and the fiber bundles were missing.